Event description:
Laser tested during set up, when time to use during case laser retracted back into laser holder. Manufacturer response for probe light laser 25g, (brand not provided) (per site reporter). Issued rga# (B)(4), sending call tag, will issue credit for product.